Manufacturer narrative:
Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotated independently of metal cap. The metal cap exhibits severe detritus buildup. The glass cap exhibits severe devitrification at the output window. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probably root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the "fiber cap was rotating and firing into it self at 3 minutes and 10 seconds and 134,143 joules". A second fiber was used to complete the case. Pt outcome: "ok, no harm to pt".